Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod, upon removal of the needle guard the needle was found to have deployed early. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Download data shows that the device ran 0 pulses and was in pod state 2, indicating that it was first activated during the download process. Fill level was observed to be empty with no indicating of an attempt to fill. Batteries were observed to have sufficient power. Since the device was received not deployed, it could not have deployed early. No damages or defects were found that would prevent the device from activating and deploying properly.